Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.0/+1.0/123 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022 and the patient experienced low vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: additional information: problem resolved. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of diopter -11/1.0/123 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vault with unspecified rotation. On (B)(6) 2023 the lens was exchanged for a longer length lens. Per additional information, reportedly the patient is happy. Problem resolved. D9: return date: 05-sep-2023. Claim# (B)(4).